Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep trouble shot the system and could not duplicate the problem. He replaced the system interface board. The system operates as intended.

Event description:
It was reported that the 9800 system left monitor went blank when the system was running normally prior to a case. The system worked after the system was rebooted. No patient was involved.